Event description:
Consumer was using her heating pad and claims that the pad slipped out of the cover and burned her lower right hip twice (the slip should be snapped). She also claims that the auto shut off feature on the device does not work and that one snap unsnapped causing the plastic pad to come out of the cover.

Manufacturer narrative:
The product is currently being evaluated. A supplemental report will be submitted upon investigation completion.